Manufacturer narrative:
There is no documentation supporting a possible association between the liberty cycler or any fresenius products and the events of ruptured appendix, subsequent hospitalization, and the patient¿s ultimate expiration. There is a possible causal association with patient¿s ccpd therapy and possible exacerbation of an inflamed appendix, possible patient experiencing constipation, increased abdominal pressure that normally occurs during pd therapy but the actual causal etiology is unknown. The patient was receiving hd (unknown product) treatments while hospitalized for the rupture appendix. A follow up will be submitted following the plant's evaluation.

Event description:
Source documents and received end stage renal disease death notification form were reviewed by fresenius clinical. On 06/01/2017, it was reported during a follow up call with the peritoneal dialysis nurse (pdrn) that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy for unknown period of time expired during hospitalization for a ruptured appendix occurring in the peritoneal space on (B)(6) 2017. Additionally, the pdrn reported the patient was not connected to the cycler at the time of expiration and actually had been transitioned to hemodialysis (hd) treatments as the renal replacement therapy due to inability to use peritoneal dialysis modality. At the time of the patient's expiration, the pdrn revealed the patient was not in hd treatment. On 06/05/2017, during a follow up call to the pdrn it was revealed that this patient performed pd treatments prior to hospitalization for ruptured appendix (unknown date), the pdrn stated the ruptured appendix occurred within the peritoneal space. Patient continued with hd treatments until expiring during this hospitalization. Per the nurse the ruptured appendix was not due to peritoneal dialysis. On 06/08/2017 during a follow up call to the pdrn for clarification of this patient event, it was revealed the patient was admitted to the hospital on (B)(6) 2017 for ruptured appendix and additionally confirmed the patient died of an abdominal infection due to the actual rupture. Review of the received end stage renal disease death notification form reveals the primary cause of death was: abdominal infection, (peritonitis) not a complication of peritoneal dialysis( pd), perforated bowel, diverticular disease, gallbladder) , secondary cause: not identified.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.